Manufacturer narrative:
Updated: b4, g4, g7, h2, h10, h11. Corrected: d1, h10. The initial emdr was submitted with the correct date received by mfg (g4) of 21-jul-2021. However, in the mfg follow up #1, it was indicated that the correct date received by mfg (g4) was 23-jul-2021 which was erroneously reported. The correct date received by mfg (g4) date is 21-jul-2021.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Corrected data: on 08/17/2021, we were made aware that the g4 date was initially reported as 07/22/2021 but it should have been 07/23/2021.

Manufacturer narrative:
Testing of actual device (10/3233) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To resolve the issue, the fse replaced the power management pcb. The fse then performed functional and safety checks to meet factory specifications, as well as confirming that the unit auto-filled and pumped, as intended. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The power management board was returned to the national repair center (nrc). Inspection of the power management board was completed per procedure visual damage observed, to q27 which is shorted. Due to the shorting of q27, the nrc is not able to install the board into the cardiosave test fixture and test the board. However, experience has proven that when q27 shorts , the unit will turn on , but the batteries will not charge. The board has failed for the shorting of q27. The nrc has sent the board to supplier for further evaluation. A supplemental report will be submitted upon completion of supplier evaluation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (conclusion code). The power management board was returned to the getinge national repair center (nrc) following the supplier's evaluation. The supplier verified the failure of the unit not powering up. The supplier replaced component q27. The board passed testing. Inspection of the board was completed per procedure and to standards with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, as well as per the cardiosave service manual. The board passed testing. The board will be retained at the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp ) was in rescue mode, but would not power up at the bedside. It was also reported that the unit showed that the batteries were full and partially full. Multiple unsuccessful attempts were made to power up the pump. The customer reported to have a transport power adapter. In addition, the customer advised that they were in contact with their home base regarding obtaining another pump and stated that the situation was under control. At the end of the call, the customer advised that they will report this pump to their biomed department. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. To resolve the issue, the fse replaced the power management pcb (0670-00-1162). The fse then performed functional and safety checks to meet factory specifications, as well as confirming that the unit auto-filled and pumped, as intended. The iabp was then released to the customer and cleared for clinical service. There was no patient involvement, and no adverse event reported. The power management board was returned to the national repair center (nrc). Inspection of the power management board was completed per procedure visual damage observed, to q27 which is shorted. Due to the shorting of q27, the nrc is not able to install the board into the cardiosave test fixture and test the board. However, experience has proven that when q27 shorts, the unit will turn on, but the batteries will not charge. The board has failed for the shorting of q27. The nrc has sent the board to supplier for further evaluation. The supplier replaced component q27. The board passed testing. Inspection of the board was completed per procedure and to standards with no visual damage observed. The power management board was returned to the getinge national repair center (nrc) following the supplier's evaluation. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, as well as per the cardiosave service manual. The board passed testing. The board will be retained at the nrc per procedure. Fat cannot investigate these parts any further due to the saline spill. Solete boards that cannot be tested by the supplier.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: (4117/213)the customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they were able to reproduced the reported issue and the power control unit was replaced to resolved the problem. After replacement the iabp was back in service. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp )was in rescue mode and would not power up at the bedside. The cardiosave batteries showed full and partially full. The customer also have a transport power adapter. Multiple attempts were made to power up the pump without success. In addition, the customer informed that they were in contact with their home base about obtaining another pump and stated that their situation was under control. At the end of the call, customer informed that they will report this pump to their biomed department. There was no patient involvement, and no adverse event reported.